Event description:
It was reported that a baclofen patient was in the ICU with a lot of spasticity, shaking, tremors, and heavy breathing. The patient was also noted to have a "bad infection." Later that day, a company representative interrogated the patient's pump and did not hear any alarms going off. The logs indicated that a low reservoir alarm occurred, an empty reservoir alarm occurred, and that the reservoir volume was zero. The logs further indicated that the pump had been empty since (B)(6) 2013. The patient's last refill was noted to have been on (B)(6) 2012. It was thought that the patient had already gone through acute withdrawal. The patient was noted to have a pneumonia infection. The patient was noted to have been admitted on (B)(6) 2013. The patient was "not responsive." It was later reported that the medication used within the system was baclofen at 444mcg/day. The patient's pump had been empty for 13 days by the time it was interrogated. The patient was in the ICU for reasons thought to be unrelated to the pump. It was further noted that the patient had an infection and pneumonia. The physician felt like the patient had already gone through withdrawal and thought their symptoms were unrelated to the pump. At that time, the patient's pump was not refilled, and they were being discharged to hospice due to "multiple medical issues" on (B)(6) 2013. It was later reported that the location of the infection was not known, but it was not related to the pump. It was not known if a culture was taken. The medication used within the system was lioresal. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, lot # j11038r62, implanted: (B)(6) 2002, product type catheter. (B)(4).